Event description:
The facility alleges that a pt dialyzed on two different days on the same machine was over ultrafiltration. The pt was female, weight herself and exhibited no symptoms during or post treatment. The facility's technician, who normally service the machine, pulled the machine from the floor, but had not serviced the unit since the reported events occurred.